Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number was updated from 7010441 to unk. Correction: manufacture site changed from clonmel to temecula. The device was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. The reported patient effect of dissection is listed in electronic instructions for use peripheral stent system omnilink elite, FDA as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulty to position and stent dislodgement appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect of dissection cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed there were no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid iliac artery. A 7.0x59mm omnilink elite failed to cross the lesion due to an interaction with another device. The stent dislodged while in the patient's body. A dissection occurred and was repaired by unknown means. No additional information was provided.